Event description:
The scrub assistant handed off a 2.0 vicryl cp-1 to the md upon skin closure. The md noticed a knot in the middle of the suture. A second 2.0 vicryl cp-1 was handed off to md, and was noted to have a knot in it as we well. Third 2.0 vicryl cp-1 was handed off to md with no further issues. There was no harm to patient. Sutures were given to the vendor.